Event description:
The customer stated that while running the axsym digoxin iii assay, error code# 1118 (invalid test result, intercept too low) is generating on pt samples. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.